Manufacturer narrative:
E1 initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion system over-infused a heparin infusion in the critical care decision unit (ccdu). The pump was programmed using the spectrum heparin drug library ((B)(4) units/250ml) at (B)(4) units/hour (20ml/hour) and was administering the sixth bag of a continuous infusion that had been reportedly running as intended for approximately three days prior. Just before the affected bag change, an air in line alarm occurred; the tubing was flushed and reprimed without being changed. Pump logs documented unload/load sequence alarms but did not indicate an empty bag detection. During the subsequent shift change, nursing staff visually observed that the infusion bag was empty without any associated pump alarms. The entire bag infused in approximately 2.5 hours despite being programmed to infuse over 10 hours. A new bag was hung and a new volume to be infused (vtbi) was programmed. The patient experienced abnormal laboratory results (aptt greater than 400 seconds) following the rapid infusion (documented in the patient¿s electronic medical record). It was not reported if the patient was treated for the aptt elevation. No additional information is available at this time.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. Correction to b1 and h1: based on additional information received, the spectrum infusion pump was determined not to be a factor in the reported adverse event. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow testing was performed during evaluation, and it was noted that the device passed the test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.